Event description:
The service report shows that vent was smoking while on a pt. There was no pt harm as a result of malfunction. The mallinckrodt customer support engineer (cse) inspected the device and found the wires and the terminal on the line side of the ac filter was melted. The cse replaced the power supply assembly. The unit passed extended self testing.